Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 when attempting to deliver a bolus. Customer's blood glucose level was not impacted. It was indicated that the customer was able to load a new cartridge successfully.